Event description:
Patient reported left side ¿twitching, as if it were a shock" and acute pain in the left breast radiating to the armpit. Patient representative later reported capsular contracture baker grade iii, inflammation, seroma-late and anxiety. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201. Continued h.6. Health effect - impact code: f2203. Device evaluation: visual analysis of the photographs identified: ¿ neurological symptoms: unable to observe as it is a medical event that is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. ¿ inflammation/irritation: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade iii. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "twitching, as if it were a shock, acute pain". Healthcare professional later reported left capsular contracture baker grade ii/iii. Patient representative later reported left "recall", "seroma late", and "inflammatory signs". The device has been explanted.